Event description:
Boston scientific received information that high pacing impedance measurements on the implantable cardioverter defibrillator (ICD) and right ventricular lead were observed during follow up. A memory dump was sent to the boston scientific technical services (ts). Ts discussed that when there is a gradual increase in pacing lead impedance combined with a stable pacing threshold and no noise on the electrogram (egm), the rv lead pacing impedance issue might be related to calcification of the lead tip. Ts advised to have the patient undergo probation tests and that there is no need to replace the lead for the moment, as long as pacing threshold remain stable and a progressive lead insulation issue was excluded. The device and lead remain in service. No adverse patient effects were reported. Additional information confirmed that no revision was done for the moment on the device and the lead. The patient will be monitored frequently regarding the rv impedance issue and no adverse patient effects were reported. Therefore, the device and rv lead still remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was explanted for unrelated reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.